Event description:
The patient reported that her device "had moved out of the muscle pocket and was protruding out against her skin" and had "rotated". The patient reported the device was explanted and replaced. No further patient complications were reported as a result of this event. It was further reported that the patient had pain at the pocket and the leads had inadequate slack. The entire system was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
The patient reported that her device "had moved out of the muscle pocket and was protruding out against her skin" and had "rotated". The patient reported the device was explanted and replaced. No further patient complications were reported as a result of this event. It was further reported that the patient had pain at the pocket and the leads had inadequate slack. The entire system was explanted and replaced. No further patient complications have been reported as a result of this event. The patient reported that her device "had moved out of the muscle pocket and was protruding out against her skin" and had "rotated". The patient reported the device was explanted and replaced. No further patient complications were reported as a result of this event. It was further reported that the patient had pain at the pocket and the leads had inadequate slack. The entire system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and analysis results revealed no anomalies found. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed), inner tubing kinked/buckled, outer tubing overlay cosmetic environmental stress cracking, exposed defib coil white substance, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that her device "had moved out of the muscle pocket and was protruding out against her skin" and had "rotated". The patient reported the device was explanted and replaced. No further patient complications were reported as a result of this event.